Event description:
Facility submits the following report pursuant to 21cfrpart803. It is based on info reviewed which hosp may not have had an opportunity to investigate fully or verify prior to the reporting date. This report shall not be construed as an admission by facility that it or any of its employees or affiliates caused or contributed to the incident described herein. After drilling two burr holes without incident the disposable perforator did not automatically disengage. As a result the drill plunged through the superficial cortex into the white matter of the temporal lobe. This was repaired and the pt has no residual as a result of this incident.